Event description:
The customer reported that during use, the system would shut down without command. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control pcb was replaced. The system was tested and found to be working as intended and put back into service.